Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared an error 1105 (alarm led failed). It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR :18apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer swap out the power management board and the power overlay switch to isolate the failure. The customer was provided with the updated service manual. The customer reported that the issue was resolved by replacing the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.